Event description:
Customer reports that in three incidences within a week a codman disposable perforator did not disegage. The drill became stuck in the skulls in two of the cases. The event which is the subject of this report occurred during 2002. Refer to mfg medwatch report numbers 1226348-2002-0115 and 1226348-2002-0016 for the other two events.